Event description:
Patient reported he was hospitalized a couple of years ago due to having low blood sugar while on the v-go. Patient could not specify the exact dates of hospitalization. Patient stated the doctors could not figure out why his blood sugar levels were so low and did not allow him to wear the v-go while on his stay and were giving him shots instead. Patient stated the doctors tried apidra insulin instead of humalog and novolog and this brought his blood sugar levels back to normal.